Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5320290, medical device expiration date: 2020-11-30, device manufacture date: 2015-12-18; medical device lot #: 5320291, medical device expiration date: 2020-11-30, device manufacture date: 2015-12-22; medical device lot #: 5344414, medical device expiration date: 2020-12-31, device manufacture date: 2016-01-18; medical device lot #: 5344415, medical device expiration date: 2020-12-31, device manufacture date: 2016-03-03. Investigation: a sample is not available for evaluation. A review of the device history record revealed 1 pc black loose foreign matter on batch # 5344414, but no other irregularities were found during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Bd was unable to duplicate or confirm the customers indicated failure mode and without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that foreign matter was found on a bd hypoint¿ hypodermic needle before use. There was no report of injury or medical interventions.